Event description:
It was reported that the patient was having trouble with the remote and trying to charge the implantable neurostimulator (ins). The patient thought the battery was not good anymore. They were pulling the battery out often to reset the controller. The patient was seeing the "replace the battery" message when they were recharging the ins. They finally got the ins charged yesterday but today they couldn't get it to do anything. There was no visible damage to the recharger cord/plug and the patient verified there was no visible damage to the controller port pins. The patient also noted that the controller was off and not responding to anything. They performed a device reset but it did not resolve the issue. The patient was not able to turn their ins off at their medical appointment three days ago and one time before two weeks ago. They removed the lithium battery and plugged the controller into the ac power supply and the controller did power up. They put the lithium battery back in and there was no green light flashing. If they disconnected the ac power supply with the battery in the controller, the controller shut off. They did not see any visible damage to the lithium battery pins or to the controller battery compartment pins. The patient had been resetting the battery pack often to try to get the controller to work. The issue was not resolved. Replacement devices were requested.

Manufacturer narrative:
Continuation of d10: product ID 97745bp, lot# (B)(6) serial# , product type accessory product ID 97745, lot# serial# (B)(6), product type programmer, patient product ID 97755 lot# serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97745 controller (ptm) (serial number (B)(6) revealed battery contacts broken. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.